Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a broken screw almost two years post-operatively. The patient was revised on (B)(6) 2017. The shaft of the screw remains in the patient's body.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The shaft of the screw was broken approximately 10 mm from the head of the screw. Analysis of the fracture face revealed beach marks across approximately sixty percent of the surface, indicating that the screw failed due to metal fatigue. Pseudoarthrosis and absence of fusion at adjacent levels may have subjected the screw to dynamic loads, contributing to the screw fracture.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a broken screw almost two years post-operatively. The patient was revised on (B)(6) 2017. The shaft of the screw remains in the patient's body.